Manufacturer narrative:
A review of the manufacturing paperwork could not be performed as the lot number was not available.

Event description:
In a review of published literature, the following findings were noted. Takeshi saito et al., "early and midterm results of gore tag stent-graft in our institute." Journal of artificial organs, vol. 42. No.2. Page s-66 (2013.09). The average age of the patients was 74 years, and the majority of the patients were male. In the literature, two cases of type I endoleak and aneurysm enlargement of unknown amount were reported among the sixty patients who underwent an endovascular repair using gore® tag® thoracic endoprosthesis to repair a thoracic aortic aneurysm at the facility during the period of october 2008 - april 2013. As the date of implant and event are unknown, the event date will be (B)(6) 2013 which is a possible earliest date of the literature published.